Manufacturer narrative:
The tech replaced the handle strain gauge assembly to resolve the issue.

Event description:
The account alleged the intellidrive moves the bed backwards when the handles are pushed forward. No pt impact.